Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the navigation ring was not working properly or responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the navigation ring was not working properly or responding to touch. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse then provided the customer with the part number and price of the replacement front bezel for repair. Based on the information provided, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly as the device could not be returned to use. This investigation is ongoing.

Manufacturer narrative:
(B)(6).